Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. No errors were found in the logs. The fse completed chapter four per manufacturing (mfg) requirements, and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and the iabp was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported t hat the cs300 intra-aortic balloon pump (iabp) had error message which is unknown. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported t hat the cs300 intra-aortic balloon pump (iabp) had error message which is unknown. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.